Event description:
It was reported that during an artificial urinary sphincter (aus) implant procedure, the patient requested the existing inflatable penile prosthesis (ipp) reservoir to be replaced as he could feel it at the belt line and was causing discomfort. It was indicated that it was not known if there had been a reservoir migration; however, the symptom was suspected to be due to weight increase. There were no device issues and no further patient complications were reported.